Event description:
User facility reported that during an attempted novasure endometrial ablation, the disposable device ablated for twenty seconds before the "controller..shut off with no lights or alarms". A post hysteroscopy was done and the physician decided to attempt another ablation. The physician inserted a second device and had two unsuccessful cavity integrity assessment (cia) tests. The procedure was abandoned and a post hysteroscopy revealed a small uterine perforation "at the top of the cavity". No treatment was needed for this perforation. During follow-up in 2009, it was reported that the patient was monitored for a short time after the attempted novasure procedure and discharged home. Additionally, it was reported that a dilatation and curettage (d&c), as well as a sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. During follow-up the following month, it was reported that the patient has been seen on follow-up by the physician and "she is doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device is not being returned; therefore, a failure analysis of this complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant information is received, a supplemental medwatch will be filed.